Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the event most probably resulted from an issue with the power cable.

Event description:
Reportedly, the lights of the home monitor remain off. Preliminary analysis revealed that the event most probably resulted from an issue with the power cable.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the lights of the home monitor remain off.